Event description:
It was reported that the customer was admitted to the hospital for diabetes ketoacidosis. The blood glucose reading was 579 mg/dl. It was stated that the doctor requested to have the insulin pump checked. It was also stated that the customer had nausea, vomiting, fatigue, and loss of appetite. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime and high pressure tests and the device passed the tests. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.